Event description:
PICC was leaking at catheter hub. The pt had no issues following incident.

Manufacturer narrative:
The device was returned to vygon for eval and complain investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.